Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the reported event date of 08dec2024 was reviewed. The log file captured low voltage hazard and no external power alarms from 22:17:58 to 22:18:19 due to a loss of external power while connected to the mpu. The system controller backup battery supported the system during the loss of external power. The alarm resolved once external power to the mpu was restored. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the mpu ac power cord likely became disconnected from the wall outlet. It was noted that the mpu has a v-lock connector on the ac power cord and that the mpu was not exchanged. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet. The device history records were reviewed and the records revealed that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 26sep2024 heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review, and they captured no external power alarms and multiple other associated alarm types on 08dec2024. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. There were no other unusual events recorded in the log file event history. The mpu had a v-lock connector on the ac power cord, but the site provided that the ac power cord coming loose at the wall outlet was most likely. The ac power cord did not come loose from the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. The mpu remains in service and will not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.